Event description:
It was reported that the device latch sensor was not displaying on the screen. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal, scratched lcd lens, and a missing battery door. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock flex. As a result, the latch lock flex was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.